Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused through a midline catheter. The issue was further described as, the device under infused significantly. The midline catheter flushed easily when arm was straight. The device contained piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d1, d4 (model, catalogue, lot, expiration date, UDI), g4: PMA/510k # or bla # (update), h4, h6 (update codes), h11. H4: the lot was manufactured between may 8-10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device bladder which suggested possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.